Manufacturer narrative:
H6: investigation summary: bd received a 20 gauge insyte autoguard winged IV catheter from lot 1078998 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the outer thread at the end of the luer was damaged and had grooves in the side of it. Based off the visual inspection the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect caused by a misalignment between the adapter and the manufacturing equipment. The manufacturing facility has been notified of this incident and the findings. A notification has been issued to all appropriate personnel to raise awareness of this issue and ensure proper alignment. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that insyte autoguard winged pnk 20ga x 1.16i was not able to connect. The following information was provided by the initial reporter: it was reported bd insyte autoguard it will not connect to the infusion extension set.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte autoguard winged pnk 20ga x 1.16i was not able to connect. The following information was provided by the initial reporter: it was reported bd insyte autoguard it will not connect to the infusion extension set.